Event description:
Note: this report pertains to two spyscope ds ii access & delivery catheters and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters and a spyglass ds controller were used during a common bile duct (cbd) lithotripsy procedure performed on may 14, 2021. During the procedure, a spyscope ds ii was not recognized when inserted it into the controller. The controller was rebooted and reconnected to the spyscope ds ii several times, but the attempts were unsuccessful. A second spyscope ds ii was used and the same problem occurred. The procedure was not completed due to this event. A plastic stent was placed and the procedure was rescheduled. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a27 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that the device indicated signs of use in the form of witness marks on the contacts of the umbilicus connector, indicating it was plugged into a controller for use. No elevator marks were observed on the shaft of the catheter. The length of the catheter and umbilicus cable was visually inspected; no damage nor defects were noted. X-ray imaging of the distal end showed no problems with the redistribution layer (rdl), thru-silicon vias (tsvs), or camera wire. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. An image test for visualization was performed. The device was plugged into the controller and a clear, live image was displayed. The device was fully articulated and the tip was manually manipulated in all directions; no degradation of the image was observed. The camera frame rate was obtained through the tera term program and determined to be within specification. The handle was opened and the components within were visually inspected. No damage was observed. It was noted that procedural residue was present on components in the breakout region, indicating that procedural fluids had flowed back up the optics lumen and into the handle during use. To test for this, saline was flushed through the irrigation tubing with a syringe, and the catheter tip and working port were blocked to induce backflow into the optics lumen. No degradation of the image was observed after saline was introduced into the optics lumen. Components on the pcba and the camera wires at the solder pads were manipulated to ensure secure connections. No problems were observed. The reported event was not confirmed. Product analysis tested the electronics, fluidics, and interaction with saline and was unable to replicate the failure or identify any issue that could have caused or contributed the reported event. Based on all gathered information, the investigation concluded that the most probable root cause of this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii access & delivery catheters and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters and a spyglass ds controller were used during a common bile duct (cbd) lithotripsy procedure performed on (B)(6) 2021. During the procedure, a spyscope ds ii was not recognized when inserted it into the controller. The controller was rebooted and reconnected to the spyscope ds ii several times, but the attempts were unsuccessful. A second spyscope ds ii was used and the same problem occurred. The procedure was not completed due to this event. A plastic stent was placed and the procedure was rescheduled. There were no patient complications reported as a result of this event.